Manufacturer narrative:
With the available information, boston scientific concludes that the clinical observations are known inherent risk of the device. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. The complaint device remains implanted, therefore product analysis could not be performed. The primary reported observation is addressed in product labeling (e.g. Instructions for use). Therefore, well-understood factors likely contributed to the event. Review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of difficulty converting rhythm (induced) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. In the absence of physical analysis, the root cause of the reported difficulty converting the induced arrhythmia is attributed to a known inherent risk of the device.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected of exhibited difficulty converting the ventricular arrhythmia during induction testing requiring external defibrillation. An x-ray was completed, however; the presence of air in the device header was unable to be confirmed. The completed x-ray did confirm the electrode was fully inserted and connected to the device header. The device was massaged as a flat electrocardiogram and wandering baseline was observed. It was suspected that the electrode could have been damaged during this massage. This device system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected of exhibited difficulty converting the ventricular arrhythmia during induction testing requiring external defibrillation. An x-ray was completed, however; the presence of air in the device header was unable to be confirmed. The completed x-ray did confirm the electrode was fully inserted and connected to the device header. The device was massaged as a flat electrocardiogram and wandering baseline was observed. It was suspected that the electrode could have been damaged during this massage. This device system remains in service. No adverse patient effects were reported.